Event description:
Observational post-market clinical study ¿ evolution® biliary stent system ¿ fully covered. MDR-2052. Only 1 on-label patient lost patency and this was after 365 days (at day 996).

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 09-apr-2025 as the complaint no longer meets the description of a reportable incident (no verifiable failure identified with the device). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 09-apr-2025 as the complaint no longer meets the description of a reportable incident (no verifiable failure identified with the device). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation the evolution biliary controlled-release stent - fully covered device involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the pmcf study. This file is associated with the following complaints: (B)(6) - stent migration. (B)(6) - off label use with aes. (B)(6) - biliary obstruction. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity manufacturing records review could not be completed as the lot number is unknown. Image review: an image was not returned for evaluation. Root cause analysis no root cause determination required as the complaint is not confirmed. The loss of patency was due to the progression of the tumour. Confirmation of complaint: the complaint reported by the user was not confirmed. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: this file was created in response to the pmcf study. According to the initial report, the patients experienced loss of patency due to tumour progression. No root cause determination required as the complaint is not confirmed.